Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for cb 3/12/19information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported the patient has 1 lead and was reporting burning in her low back when the therapy is on. This started since the beginning of (B)(6). The patient has to turn off therapy after a while and has residual burning after turning it off. The symptom reverberates after a while. The rep stated that there is not a certain position that the patient feels causes the burning and the patient¿s pocket site is on the front. Impedances look good: 7 of 8 electrodes are between 800 and 900 ohms, and 1 electrode goes up to 1400 ohms. The healthcare provider (hcp) has performed an x-ray previously and noted that there was a very slight lead migration. There were no trauma/falls reported that could be related to the issue. The event was not related to positional movement. The possibility of a fluid short was discussed. It was reviewed to palpate or have patient try positional changes to recreate or observe what affects patient¿s therapy. The rep was walked through palpation along the system. The rep noticed a spot that did not make symptoms worse, but the patient¿s legs appeared to get weak. It was reviewed with caller that the next steps after palpation and positional changes is to checking connection sites or imaging. The last step would be a possible surgical intervention. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-05. It was reported that the patient was put into hd programming to resolve the burning and slight lead migration. The patient¿s weight was (B)(6). The patient continued to feel burning while the device was on. No further complications were reported/anticipated.